Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead went into the emergency room (ER) as he was feeling short of breath and his heart rate occasionally dropped into the 30 beats per minute (bpm) range. The device's lower rate limit was programmed to 70 bpm. It was later reported that the representative was called to the ER to interrogate the device. Rv loss of capture was confirmed. A lead fracture was not apparent on x-ray. The device was reprogrammed to improve capture and a lead revision was planned. The rv lead was explanted and replaced. The physician had difficulty retracting the screw. There was a slight amount of tissue on the tip of the lead upon extraction.

Manufacturer narrative:
The device remains implanted without further complication. Later in the day following the revision, the physician noted intermittent rv loss of capture. The representative reprogrammed the rv with high outputs and capture improved. Thresholds were consistently high no matter how they programmed pacing and there were occasional sensing problems. The lead was discovered to be dislodged via fluoro. The screw appeared to be ok. The lead was repositioned but dislodged again during the procedure. The lead was repositioned again and remains in service. The physician felt the repeated dislodgements were due to bad tissue and that there was probably nothing electrically wrong with the explanted lead. The lead has been returned. Visual inspection noted the helix was stretched and bent. Analysis confirmed the allegation of helix mechanism difficulty. Blood clogging in the helix mechanism was likely the root cause. It was later reported that the lead was explanted for an unknown reason. The lead has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned severed 14.5 cm from the international standard-1 pin. This appeared to be induced damage. Only the proximal segment was returned. The cap remained on the defibrillation-1 terminal pin (distal). The cap was removed for inspection and resistance testing. No set screw marks were noted on the terminal pin. Set screw marks were noted on all other terminal connectors. Direct current resistance test for all conductive paths were continuous. Analysis could not confirm the reported clinical observations.